Manufacturer narrative:
The device was not returned for evaluation. Complaint confirmed, based on the picture provided. Visual evaluation revealed that the ceramic encasing the probe tip was chipped at the top of the face of the ablator. Charring was also noted along the remaining ceramic and face of the device. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, and use of the device for extended periods of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder repair the tip broke off the probe. The doctor discovered the tip was missing when he tried to reinsert it into the patient. They searched but the tip was not found. There was no x-ray taken to the knowledge of the caller. The case was completed successfully and the patient is fine to date but the location of the broken tip is unknown. The settings on the monitor were at 9 and 2.